Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. The system reboot was performed to resolve the issue, but the issue persisted. Upon functional testing, the fse found that the host-pc failed to power on. The fse tried to turn it on by pressing the power button, but the issue persisted. The fse swapped the ippc power plug to verify, but the host pc still did not power on and there were no leds visible on the back of the pc. After consulting with a support specialist, the fse confirmed that the host pc was defective and needed a replacement. The defective host pc was returned for analysis, and it confirmed that the power supply unit (psu) was defective. To resolve the reported issue, the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.